Event description:
A healthcare facility in maryland, reported to our distributor, that the seal on an rt042 nasal mask detached from the mask base. No pt consequence was reported.

Manufacturer narrative:
The rt042 nasal mask was visually examined for a detached seal. Results: the seal was not completely attached on the underside of the mask base. Conclusion: the nasal mask has a hard plastic base, with a silicone seal enclosing foam around the outer edge of the base, to seal onto the pt. The seal is held onto the base of the mask by a combination of silicone clips with an interference fit. To remove a properly fitted seal requires excessive force. It is likely that incorrect or poor assembly by the operator on the production line contributed to a weak seal. We have initiated awareness training to production line staff to ensure our standard operating procedures are being followed correctly, and to prevent a reoccurrence of this event.